Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 07aug2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that (1) 8015 IV pump that says "battery at end of life" which resolved after reconditioning was not determined because no product or device logs were returned, and the alaris system has no such verbiage displayed as reported. The reported issue that (1) 8015 IV pump that says "battery at end of life" which resolved after reconditioning could not be confirmed; the alaris pcu does not have verbiage "battery at end of life" displayed as reported, and product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. H3 other text : device not received.

Event description:
It was reported that the customer had (1) 8015 IV pump that says "battery at end of life" which resolved after reconditioning. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer had (1) 8015 IV pump that says "battery at end of life" which resolved after reconditioning. There was no patient involvement.